Manufacturer narrative:
Eval summary: investigation result: though the prowarterflex guide wire stuck in the guiding catheter, reportedly, they were returned to us in separated condition. Prowaterflex guide wire was separated in two parts at approx 30 mm from tip. Separated distal coil section of prowaterflex was curved, bent, flattened in some part and deformed as a whole. Core wire was locally bent at very adjaceant section to the broken site. Core wire of proximal side of the broken site was broken at 170 mm distal from proximal brazing with the coil. Distal approx. 25 mm was deformed to loop form, and the section next to the breakage site was slightly but locally bent. Observation by scanning electron microscope (sem) revealed the trace of torsion to counter-clockwise direction at the breakage face of the core wire, and the trace of breakage by pulling force. Slight bend was observed with the guiding catheter, but no other notable irregularity was noted. Conclusion (root cause): guide wire tip might be prolapsed or the ip was twisted on itself during the manipulation, so that it might be felt as stuck between the guide wire and the catheter. Pull back manipulation applied to the guide wire under such condition resulted torsion and breakage of core wire, and tear breakage of coil wire. As for the cause of prolapse, when and where (in vessel or out of vessel) the guide wire was separated, we could not determine from the provided info. We consider however that the guide wire is entirely returned for our inspection. Caution in case the guide wire tip is prolapsed in blood vessel is described in the warning section of IFU; "if guide wire tip prolapse is observed, do not allow the tip to remain in a prolapsed positon. Otherwise damage to the guide wire may occur. Torquing or pushing a guide wire against resistance may cause guide wire damge and/or guide wire tip separation or direct damage to a vessel. Determine the cause of resistance under fluoroscopy and take any necessary remedial action." All the guide wires are inspected for intactness before shipment, we consider the product in question was free of defect at the time of delivery. This MDR is considered to be closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: separated guide wire has caused or contributed to pt injury previously. Device issue: separated guide wire. It was reported that a guide wire was placed down the main branch, over which the balloon dilatation catheter was advanced. The side branch was wired with this prowaterflex guide wire; however, during advancement of the guide wire, resistance was felt between the guide wire and the guide catheter. The guide wire was not manipulating the way it should. An attempt was made to remove the porwaterflex guide wire from the catheter; however, it was stuck in the guide catheter. Both the guide wire and guide catheter were removed together and are being returned for analysis. No pt effects were reported. No additional event or pt info is available.